Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on or being able to support the system was confirmed via analysis of the returned mpu. The mobile power unit (serial number: (B)(6)) was returned to the service depot in a visually unremarkable condition. The mpu was plugged into ac power; however, the mpu did not power on as intended confirming the reported event. The issue was traced to the power supply printed circuit board assembly (pcba) which was then replaced. The mpu was functionally tested, and the device passed all testing and was able to function as intended. The mpu was returned to the customer after passing all testing and the replaced power supply pcba was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu revealed that a component on the power supply pcba was compromised and was outputting atypical voltages, this would prevent the mpu from powering on. Provided information confirmed that replacing the mpu resolved the issue immediately. The root cause for the reported event was determined to be due to a compromised component on the mpu¿s power supply pcba; however, the cause of the compromised component could not be determined through this investigation. The device history records were reviewed for the heartmate mobile power unit (serial number:(B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went on a cruise. When the patient returned, their mobile power unit no longer worked to power the left ventricular assist device (lvad). The patient remained on batteries and returned the mpu to the implanting center. Exchanging the mpu resolved the issue.